Event description:
It was reported that the right ventricular lead was capped and replaced due to low r-wave amplitudes and low pacing lead impedance. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.